Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to difficulty charging. The patient was doing well postoperatively, and the explanted device will not be returned. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from date manufacturer was made aware.